Manufacturer narrative:
The suspect device involved in the reported incident is expected to return to merit medical for evaluation but has not been received yet. Conclusions: no conclusions can be drawn. A follow- up report will be sent when additional information is available.

Event description:
The complainant reported that during a pericardiocentesis procedure the guide wire stuck at the tip of the catheter after placing the catheter. When removing the wire from the catheter, the wire was stretched and the coil was broken. No patient harm or injury was reported.